Event description:
It was reported that there was damage to the pump housing surrounding the usb port, but this did not affect the customer's ability to charge the pump. There was no adverse impact on the customer's blood glucose level. Tandem technical support decided to replace the pump, providing the customer with a new pump with updated software. The customer was informed about the necessary procedures, such as putting the pump into storage mode and returning the faulty pump within ten days, and acknowledged all instructions provided by cts. Customer will continue to use current pump for insulin therapy.